Manufacturer narrative:
The astral device was returned to resmed. Evaluation could not confirm or reproduce the reported device failed to complete its internal self-test. Visual inspection of the pneumatic block revealed moisture, contamination and physical damage. The pneumatic block assembly was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. During resmed evaluation, the device failed service test and displayed an error message (sf148) related to the blower. There was no patient harm or serious injury reported as a result of this incident.